Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a chronic total occlusion (cto) in the right coronary artery. Attempts to cross the lesion using an asahi gaia first guide wire with the support of an unspecified microcatheter were unsuccessful. When further attempts were made to cross the lesion with an asahi fielder xt-a guide wire, it got stuck in the occluded lesion. Difficulty was met during wire removal. An unspecified balloon was inflated to anchor the fielder xt-a guide wire inside the guide catheter, and attempts were then made to remove the guide wire together with the guide catheter, but were unsuccessful. The tip of the fielder xt-a guide wire was then separated and remained in the patient anatomy. The physician tried to retrieve the wire fragment using a snare with the support of an unspecified angiographic catheter. Part of the fragment was retrieved and the distal segment of the wire fragment remained in the patient anatomy. The procedure was then terminated. It was determined that the impact of the wire fragment on the patient will be minimal. The patient was reportedly discharged.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar event, it was presumed that tensile stress generated with wire removal might have been locally applied on the tip of the fielder xt-a guide wire while the wire tip was caught by the cto lesion. Consequently, the wire tip could be separated. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] removal difficulty of guide wire and separation of the guide wire.